Event description:
It was reported during a labral repair revision procedure using the speedlock implant with inserter handle, when the suture was tightened, it knotted up and would not pull through the implant. The implant broke off in the shaft, so the surgeon pushed the anchor down, abandoning it inside the patient and put a new anchor on top of it. There was no significant delay and no patient complications were reported as a result of this event.